Event description:
Per received report: connector for detachment was broken during transport. It fell out of the sterile package while opening.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The electrical connector was returned still attached to the hypotube. The device positioning unit (dpu) passed electrical testing. The coil was received undamaged and still attached to the dpu. No damage was found anywhere to the entire unit. Therefore, the root cause of the electrical connector found severed upon opening the sterile package cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
It was reported that the connector for detachment on the micrusphere 10 platinum microcoil 3.5 mm x 6.6 cm was broken during transport. It fell out of the sterile package when the pouch was opened. The connector end broke off of the dpu. There were no damages to the packaging or the box and it was stored in the normal storage facility. The returned device was undamaged. No additional information regarding the return of an undamaged device versus the reported event has been provided with investigational follow-up. The electrical connector of the returned device was still attached to the hypotube. The device positioning unit (dpu) passed electrical testing. The coil was received undamaged and still attached to the dpu. No damage was found anywhere to the entire unit. Therefore, the root cause of the electrical connector found severed upon opening the sterile package cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.